Event description:
It was reported that there was a cgm error 42 on the pump. The customer's blood glucose level was not adversely impacted. Customer followed a backup therapy using multiple daily injections (mdi) while the issue was being addressed. Technical support attempted a pump reset, but the error persisted, so they arranged for a replacement pump and instructed the customer on how to return the faulty pump.